Manufacturer narrative:
The device was not available; however, a photograph of the device was received for evaluation. Visual inspection revealed a particle inside of the packaging but outside the fluid path. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle in the unopened packaging of sterile repeater pump tube set. This was noted before use. There was no patient involvement. No additional information.